Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823844) was returned for evaluation: device history record (DHR) - the product code 82-3844 with lot 7225098, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 80 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for occlusion and reflux. The valve failed for programming. The valve was not pressure tested. The catheter was hydrated: no occlusion was noted. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the motor. A visual control magnetizing engines was done; a normal polarization was noted. Root cause analysis - the overdrainage is linked to the fact that the valve is no more programmable and to biological debris. As mentioned in the IFU "accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed.

Event description:
N/a.

Event description:
A facility reported a hakim valve ID (ID 823844), was implanted on (B)(6) 2025. Postoperative imaging revealed slit ventricles. Although the pressure was gradually increased from 110 to 200, but the flow rate could not be effectively controlled. The patient's ventricles continued to shrink, indicating over-drainage, and the valve was deemed ineffective. Around (B)(6) 2025, the surgeon removed the valve and replaced it with another valve for external drainage. Postoperatively, the patient's ventricles returned to normal.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.